Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer reports that the insulin pump had no delivery alarm and rejects new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm or prime/fill anomaly due to motor error alarm. However, device passed rewind test and displacement test. Device had partially broken reservoir tube lip. Motor passed motor test. (B)(4).